Manufacturer narrative:
Investigation ¿ evaluation: the cook silicone balloon hysterosalpingography injection catheters were not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted three non-conformances. These non-conformances were all reworked prior to completion of the final lot. A review of complaint history revealed there have been no other complaints associated with this complaint device lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported, prior to use, the user facility tested four (4) cook silicone balloon hysterosalpingography injection catheters that would not deflate after testing. The balloons were opened but did not make contact with the patient. Additional patient, event and device details have been requested, however no other information has been provided.